Event description:
Approximatelly three hours following chest tube insertion, patient developed hypotension despite infusion of blood products. Blood was noted coming out of the chest tube. Patient taken to operating room where bleeding was coming from the surface of the pericardium. In that area, there was some disruption near the tip of the chest tube. Upon further investigation, a small laceration in the lateral wal of the left ventricle was observed and repaired.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: design - human factors, incorrect technique/procedure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded, user education provided. The device was destroyed/disposed of.